Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. The system's batteries were changed. The system checkout then passed successfully and the system was fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is approximated. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system powered off when sending images to pacs. Once the system was powered back on the images were no longer on the system.